Manufacturer narrative:
.

Event description:
Clinic notes dated (B)(6) 2013 noted that the patient experienced a nine month seizure free period with vns; however, that this year she has had some breakthrough seizures. It is unknown whether or not the breakthrough seizures are an increase above the patient's pre-vns baseline frequency. Attempts to obtain additional information have been unsuccessful to date.